Event description:
Dexcomg7 sensor for insulin pump did not work. Pump manufacturer tandem pump helped to get replacement sensor after proving serial number for sensor. This was the third failed sensor so we got one at a time replacement. Called dexcom and they said you have to use one at a time and report failure. If the whole batch is defective then why one at time? Would like to replace the batch completely. Can be unsafe to wait every time. Ref reports: mw5171919, mw5171920. Pt code: 4580. Device codes: 2588, 3023.